Event description:
It was reported that a pt with an incomplete quad and a three month old cuffed traceostomy tube had a passy-muir valve. In 2005 the respiratory and speech therapist worked with pt on swallowing and to perform intermittent positive pressure breathing ippb treatments. After completion of treatment the passy-muir valve was put back onto the pt. Sometime thereafter reporter found pt had expired. Reporter stated that the passy-muir valve had been placed without deflating the cuff on the tracheostomy tube.